Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving a device alert. The right ventricular pacing impedance was low and out of range. Lead provocative testing and interrogation found the impedance in range. An x-ray examination found no anomalies. No intervention was performed. The patient was stable.